Event description:
Complaint alleged that the head section would not go up.

Manufacturer narrative:
Technician found the bed in bed shop. Found - the head section would not go up. No alarms. The head section was flat. The head section would not go up above 30 degrees. The battery led was lit. The head section would not raise manually or with the siderail controls. Cause - the head up valve was stuck. Replaced the head up valve to resolve this issue.